Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that a (B) (6) female had an arthroscopic acl reconstruction with the use of an allograft and milagro screws for fixation on (B) (6) 2009. Five months post operatively, the patient presented with pain and tibial incision site inflammation; mris taken, which indicated shadowing around the tibial milagro screw. On (B) (6) 2010, the patient underwent a scope procedure: it was noted that the graft was intact, and no inflammation or redness in the joint, the femoral side of the repair was fine. The surgeon viewed the tibial side of the repair and found the graft insertion was normal. The surgeon then re-visited the original incision of the anterior tibia; the screw did not appear to be reabsorbing. Upon removal of the screw, he found that the screw was loose in the tunnel and did not need to be unscrewed for retrieval. Upon retrieval of the screw, the surgeon measured the tunnel and found it to be 10 mm in diameter. He did not refill the hole with any fixation device; left the tunnel open, washed out the joint and closed the incision. The surgeon does not know the origin or reason for this reaction; he sent the screw for culture, a section of the allograft and some synovial fluid out for culture; results not yet available. Lab results, patient status and prognosis are being waited upon.